Event description:
During a patient use event, the user reported the device gave the "artifact detected" voice prompt. The patient did not survive.

Manufacturer narrative:
(B)(4). The device internal memory and ECG files were reviewed by a product support engineer. The ECG data shows that pads were detected only 2 minutes after the device was turned on, and the presenting rhythm was an asystole (flat line). As soon as the AED was analyzing, it was able to make one artifact free no-shock decision internally. However, pas needs multiple internal decisions to make a shock/no-shock advisory, and while AED was analyzing for additional internal decisions, CPR was administered, as seen from the pads contact impedance (pci) channel. As the CPR was continued and artifacts were detected, the device provided voice prompts to indicate that analyzing was interrupted and asked the user to stay clear of patient and stop all motion. By design, when artifact continues for 30 seconds, the fr3 prompts ¿cannot analyze, attend to patient¿ and then pauses for 30 seconds to give the user a chance to correct the situation before it will attempt to analyze again. When analysis resumed at 3:01 elapsed time, and several times after that, it is apparent that CPR was stopped, and the patient analysis system (pas) was able make a no-shock advisory based on two artifact ¿free internal decisions in a row. The device will give regular voice prompts to the user with instructions on how to overcome the artifact. The device performed according to specifications and was able to correctly make one no shock advised decision and notification during this patient use event. The device performed according to specifications and can be returned to service after the successful completion of a battery insertion test.